Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2022, the patient's father reported that the patient was cramping, and the infusion set's tube was damaged. Reportedly, they changed the infusion set yesterday. Moreover, they are new to the therapy and did not know what to do further. The cannula was well attached to the body and was not damaged. No further information available.